Event description:
The user facility reported a 36-year-old male with extensive medical comorbidities was implanted with an impella rp for mechanical circulatory support. It was reported that after just 27 hours of the support the rp was explanted due to concerns of hemolysis. At the time of explant, the rp and peripherally inserted central catheter PICC line interacted. There was no lasting harm but, the PICC was additionally removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported hemolysis and removal issues has been completed. The pump was returned for evaluation. Pump was inspected and biomaterial was found on impeller blade. Clinical details noted that pump was in good position and patient had adequate volume when urine was observed to be dark red indicating hematuria. Pump was being run at p-6 with no alarms throughout the night, however lab showed blood still be hemolyzing. Data logs were reviewed and a motor current spike occurred with a drop in minimum p-level flow and drop in motor speed at the same time. Upon explant of the pump, patient's peripherally inserted central catheter was pulled out of right internal jugular vein with the pump. The PICC line was removed fully after pump was explanted. The root cause of the hemolysis was due to biomaterial on the impeller blade. The root cause of the removal issues was most likely due to interaction with other devices as the PICC line was partially pulled out with pump during explant. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿